Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and noticed 2 tip clamps were broken. The fe replaced the broken tip clamps. The fe performed all the required adjustments and ran splld tests and boot run tests without error. Operations verified and accepted. Qc performed by customer. Repairs have returned this instrument to expected operation.